Event description:
Hemosafe machine starting capacitor and wiring burnt next to compressor causing overall loss of power.

Manufacturer narrative:
(B)(6) hospital experienced a loss of power leading to the notification of the puget sound blood center field service engineer (B)(6). On arrival the engineer discovered various burnt parts and melted wires. No fire alarms were sounded as a result of the burning parts, however the potential for starting a fire still exists. Parts were removed from one the unused puget sound hemosafes to replace the starting components affected by the incident. All melted wires were removed as well. Upon servicing, the compressor was functioning normally for 14 hrs with the exception of a momentary spike in amperage measuring 19-20 amps. Since the parts were replaced, there are no problems starting the unit.